Manufacturer narrative:
Corrected event date: (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010, and an x-tract morcellator was utilized for the removal of fibroids and uterus. The patient experienced pain in the uterine area. On (B)(6) 2013, the patient underwent a surgical resection of the pelvic mass, which the patient was then diagnosed as adenocarcinoma of the right ovary and fallopian tube. The patient underwent chemotherapy from (B)(6) 2013 to (B)(6) 2014. In 2014, the patient was diagnosed with recurrent ovarian cancer, and had subsequent surgery tumor debulking, lysis of adhesions, right uterilysis and incisional hernia repair. The patient was treated with an aromatase inhibitor. No additional information was provided.